Event description:
It was reported that following the implant of an artificial urinary sphincter, the patient experienced scrotal swelling post device activation. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that following the implant of an artificial urinary sphincter, the patient experienced scrotal swelling post device activation. The physician indicated the event was related to a device mechanical issue. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that following the implant of an artificial urinary sphincter (aus), the patient experienced scrotal swelling post device activation. The physician indicated the event was related to a device mechanical issue. The patient had the aus replaced due to fluid loss from the cuff. No additional patient complications were reported.

Event description:
It was reported that following the implant of an artificial urinary sphincter (aus), the patient experienced scrotal swelling post device activation. 8 days later, the swelling resolved. The physician indicated the event was related to a device mechanical issue. The patient had the aus replaced due to fluid loss from the cuff. No additional patient complications were reported and the event was resolved.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that following the implant of an artificial urinary sphincter, the patient experienced scrotal swelling post device activation. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.